Manufacturer narrative:
One pressurewire x, wireless was returned to the manufacturer for analysis. The reported event of the distal tip coil fracture and detachment was confirmed. The results of the investigation concluded that the radiopaque tip, distal section of the distal tip coil and distal corewire had been fractured and were not returned. The proximal section of the distal tip coil had been stretched and remained attached at the weld joint at the distal end of the jacket. There were multiple bends throughout the guidewire. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation consistent with the fracture at the distal tip coil and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU) artmt600046767 rev. A. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the guidewire fractured and became lodged in the stent. An attempt to remove the guidewire with a microcatheter was unsuccessful. The device was broken at the radiopaque marker and remains in the coronary anterior interventricular artery.